Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00111: screw.

Event description:
Two drivers broke in screws and were removed during surgery. The screws may have been removed post operatively.